Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from italy, edwards lifesciences was notified of a procedure involving the implantation of a 52 mm evoque valve. On post operative days 3-4, a heart block was identified. A leadless permanent pacemaker was implanted on post operative day 5. The patient was reported to be in stable condition.